Event description:
Pharmacist at the hospital, reported the following event: "the piece of screwing become broken when screwing the connector". It was also reported that only one connector has been implanted as the second one had been damaged and retrieved.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.